Event description:
The dntal implant fx4808mlc was removed on (B)(6) 2017 due to loss of osseointegration 1 year and 1 month after implantation. The doctor indicated that the bone resorption caused the implant removal. The paitent has medical history of bruxism. The patient has been recovered.